Event description:
It was reported that during a lavh, the acoustic stud broke off the handpiece. The customer tried a different handpiece and instrument and managed to complete the case with no patient consequence.